Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator unit was switched to this unit but "circuit disconnect" alarm occurred frequently and "ventilator service required" alarm also occurred, "circuit disconnect" alarm occurred, the leak increased. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. The device's operational checking/test running was performed but the issue of circuit disconnect alarm frequently occurred was not duplicated, thus unable to be confirmed. It has been determined that the frequent occurrence of circuit disconnect alarm was caused by some external factor.the ventilator service required alarm was duplicated by operational checking/test running performed.it was also confirmed in the alarm/event log that e-059, the code for the alarm, had occurred and that the detachable battery capacity had been stagnating at around 89%. Detachable battery was replaced.performed final test, cleaning and run in tests then confirmed the unit operated properly.confirmed the software version is 1.06.05.00.the battery has been replaced.